Event description:
It was reported the patient (B)(6) was unable to establish communication between her ipg and multiple external devices. A sjm representative confirmed the ipg is inoperable. Surgical intervention will be taken at a later date to address the issue. Event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.